Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-01379. 3005168196-2021-01380.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, a smart coil would not advance past the friction lock within the introducer sheath; therefore, it was removed. The physician then advanced a new smart coil into the aneurysm and detached it using a handle. Subsequently, another smart coil was advanced into target location and the physician attempted to detach it using the handle; however, the smart coil failed to detach. The physician removed the handle and used a new handle to detach the same smart coil, but the coil still failed to detach. Therefore, the smart coil was removed. The procedure was completed using a new smart coil with the same handle and microcatheter. There was no report of an adverse effect to the patient.